Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. Reporter's relationship to patient is not known. There was no report of any injury or medical intervention. No additional event or patient information is available.